Event description:
A non health care professional reported that, following the intraocular lens (iol) implant procedure, the patient experienced glare/halos at night, difficulty reading in low light and in general. The iol was exchanged in a secondary procedure with non company iol. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).